Event description:
It was reported that, "surgeon asked me if this was recalled cup. Surgeon commented that he may be revising her acetabulum."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested. If it becomes available, the eval summary will be submitted in a supplemental report.